Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in the operating room for a device change out procedure due to normal eri, lead damage and externalized conductors prior to the procedure were observed. No other electrical anomalies were observed. Lead was connected to new device. An induction test was recommended which was to be performed at a later date due to patient¿s health condition. No further information available.